Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported a motor error alarm during priming. Troubleshooting was performed, and the insulin pump didn't pass the displacement test. Also found no delivery and check settings alarms in the alarm history. Advised that the insulin pump would be replaced.